Manufacturer narrative:
(B)(4). At this time boston scientific does not have company representation in the area/region/country. Efforts are underway to provide assistance to the physician in the area. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) became syncopal and other unspecified symptoms suggestive of inappropriate therapy.